Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the correct charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support approved a replacement for the pump, as the issue could not be resolved with different charging supplies. Customer was instructed to rely on a backup insulin pump if the battery depleted before the new one arrived. Cts confirmed the shipment details, explained how to store the current pump, and provided a return procedure for the problematic pump.